Event description:
Medtronic received information that following the implant of a non-medtronic transcatheter bioprosthetic valve, complete heart block and bradycardia occurred. Subsequently a pacemaker was implanted. No additional adverse patient effects were reported (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).